Event description:
It was reported that: "pt's hip was squeaking." Further, pt alleged that she suffered a dislocation.

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available with add'l info a supplemental report will be issued.